Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vaginal anterior repair procedure performed on (B)(6) 2016. According to the complainant, the capio carrier was unable to retract. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio slim revealed no visible failure. Functional analysis showed that the device worked as intended. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot, the suture and the needle were not detached. A review of the device history record (DHR) was performed and no deviations were found. The returned device showed no evidence of either the alleged issues or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vaginal anterior repair procedure performed on (B)(6) 2016. According to the complainant, the capio carrier was unable to retract. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.